Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information know by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the air eliminating filter. The tubing set was being used to deliver an unspecified volume of vancomycin 1500 mg, at a rate of 165 ml, for a duration of 19 minutes, every 8 hours, via a gemstar pump. After an unspecified length of time, it was reported that the pump alarmed for air in line. At this time, the customer contact reported that an unspecified number of air segments were noted in the tubing distal to the air eliminating filter of the tubing set. No air was delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including how the air was removed from the tubing set and if the therapy was resumed.